Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a primary hip arthroplasty where zimmer biomet taperloc complete with g7 was implanted. Subsequently considered for revision due to suspected allergy complications, extreme pain, hives, and allergy to the cobalt chromium and nickel. The patient had not undergone revision at the time of the report. Attempts have been made and no further information has been provided.